Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text : product not available.

Event description:
It was reported that during inspection at the user facility, the coating of the device was coming off, posing the risk of material being lost in a surgical site. There were no adverse consequences related to this event.

Event description:
It was reported that during inspection at the user facility, the coating of the device was coming off, posing the risk of material being lost in a surgical site. There were no adverse consequences related to this event.